Manufacturer narrative:
Event date corrected to (B)(6) 2015 the reported onset of event. With follow-up investigation it was reported that no further details regarding the event or patient are available and that no device alarms related to the event were communicated. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events including respiratory dysfunction and death have been associated with the use of this device as outlined in the labeling. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Based on the limited available information, no root cause conclusion can be made; however, there is no indication of any related device malfunctions or performance issues related to the event. It is possible that there were some underlying health conditions that could have predisposed the patient to this event.

Event description:
On the fifth day post hvad implant, the patient developed respiratory distress and was emergently intubated. The patient's condition continued to deteriorate and he expired the following day. No autopsy was performed and the pump remains in the patient post-mortem.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The device remains implanted